Manufacturer narrative:
Product evaluation: no products have been returned for analysis; the lenses remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
A doctor reported that following an unspecified number of cataract removal with intraocular lens (iol) implant procedures, he noticed a feathering-like appearance on the iols. The surgeon feels that the issue is more noticeable in iol powers greater than 22.0d (diopters), as iols with powers greater than 22.0d have a faint crease in the iol which is still noticeable the day after surgery. He feels that it is in this crease that the epithelial cells migrate, on the anterior aspect of the iol. The surgeon noted that he polishes the anterior capsule for each patient. There has been no harm to patients reported, and there has been no action taken to mitigate the issue. Additional information has been requested.